Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8302838. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted for dry barrels. There was one (1) notification [(B)(4)] noted for smeared stoppers. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was stuck to the cap and fell out of the barrel when the cap was removed during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod was stuck to the cap and came out of the barrel with the rubber attached when the cap was removed. Problem occurred about one week ago and again today, (B)(6) 2019, same box and lot. The lot # is 8302838, product # 328466, exp 11-30-2023."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8302838. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications, [200788583, 200788212, 200788242], noted for dry barrels. There was one (1) notification, [200788675], noted for smeared stoppers. There was one (1) notification [200788680] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was stuck to the cap and fell out of the barrel when the cap was removed during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod was stuck to the cap and came out of the barrel with the rubber attached when the cap was removed. Problem occurred about one week ago and again today, (B)(6) 2019, same box and lot. The lot # is 8302838, product # 328466, exp 11-30-2023."